Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient experienced three infusion sets blocked which led to insulin flow blocked alarm during therapy event on (B)(6) 2026. The blockage is located in tubing as the insulin does not exit the tubing. No further information available.